Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd nexiva¿ closed IV catheter system there was an issue with the resistance in the safety mechanism. The following information was provided by the initial reporter, translated from (B)(6) to english: when removing the catheter tip from the needle tip, hcp felt resistance.

Event description:
It was reported that before use of the bd nexiva¿ closed IV catheter system there was an issue with the resistance in the safety mechanism. The following information was provided by the initial reporter, translated from japanese to english: when removing the catheter tip from the needle tip, hcp felt resistance.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received a 24ga nexiva unit inside an open package from lot number 9130967. All components were present. Through the visual examination there was no physical-mechanical damage found on any of the components of the unit received. A functional test where disengagement of the unit was performed. There was no grinding or resistance felt. The unit was successfully disengaged. We were unable to confirm the reported issue. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.